Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after use in the procedure. The delivery system was returned locked, with about half the fine adjust used, inserted through the sheath with the loader cap over the flex shaft. The valve was inside the sheath, crimped over the inflation balloon. Procedural imagery was attached to the complaint file and reviewed. The delivery system was advanced through tortuous patient anatomy, the valve was aligned to distal alignment marker and a sharp angle between valve and delivery system was seen. The delivery system was visually inspected. The crimp balloon was torn proximal to the inflation to crimp balloon (I/c) bond with balloon wings flared out. There were gouges on the flex tip and compression on the flex tip. Full flex was able to be used with no abnormalities observed. The complaint for ¿balloon ¿ torn¿ was confirmed by visual inspection. Double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements met specification. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. Review of history for the related lot revealed no additional complaints for ¿balloon ¿ torn¿ or ¿delivery system ¿ difficulty crossing native annulus.¿ a review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. Multiple complaints were confirmed, but no manufacturing non-conformance that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿damaged¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ difficulty crossing native annulus¿ with returned devices. Two complaint were unable to be confirmed and no potential manufacturing non-conformances that would have contributed to the complaint were identified during the investigation. Available information suggested that patient (calcification) or procedural factors (tracking over kinked guidewire) may have contributed to the reported event. One complaint was confirmed and no potential manufacturing non-conformances that would have contributed to the complaint were identified during the investigation. Available information suggested that patient/procedural factors (tortuous ascending aorta, inadequate bav) may have contributed to the reported event. A review of the complaint history revealed that the occurrence rate exceeded the september 2018 control limit for the trend category of ¿difficulty crossing¿. Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. The balloon is visually inspect for fish eyes, crow¿s feet, deformation, gel spots and contamination. The working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements are inspected. During the crimp balloon process, the balloon double wall thickness is measured and the device is visually inspected for defects and cosmetic appearance, under minimum 8x magnification.  During crimp balloon final inspection and thv crimp balloon visual standard, the crimp balloon double wall thickness is 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. During flex catheter preparation, the flex shaft was 100% visually inspected for mechanical damage, sharp/rough edges, or exposed metal on stent section. The wire-out distance was 100% visually inspected with a push gauge. During lock ring install, the pull wire wrap was 100% visually inspected.  During the crimp balloon to inflation balloon laser bond, the laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During final inspection, 100% distal to proximal visual inspection is performed by both manufacturing and quality. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage. The lot was accepted. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. The complaint for ¿delivery system ¿ difficulty crossing native annulus¿ was unable to be confirmed as relevant imagery of the delivery system crossing the native annulus was not provided. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection and functional testing of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Regarding balloon torn, a review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Per the complaint description, ¿the patient had extreme tortuosity. Two images also reveal that the patient had tortuous anatomy, which lead to sharp bending between the valve and delivery system as it was tracked through the patient that can weaken the balloon material. In addition, gouges and compression were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As a result, available information suggests that patient/procedural factors contributed to the reported event. Regarding delivery system ¿ difficulty crossing native annulus, factors known to cause difficulty crossing the native annulus include heavy calcification, wire bias into the commissure, a horizontal aorta, a tortuous thoracic aorta, a kinked flex catheter, and inadequate bav. Per the complaint description, ¿the patient had extreme tortuosity,¿ which is also supported by the provided imagery. The complaint description also notes that when a stiffer guidewire was used, ¿a new delivery system was inserted, and the valve was successfully placed with no issue,¿ supporting that patient tortuosity likely contributed to the difficulty crossing. As a result, based on available information, patient and/or procedural factors likely contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding balloon ¿ torn, a CAPA is being updated to address the emerging trend in ic bond complaints. Regarding delivery system ¿ difficulty crossing native annulus since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, corrective/preventive actions is not required. Regarding balloon ¿ torn, per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint device and the occurrence rate does not exceed the control limits, further investigation has been performed on the crimp balloon tubing and resin lots. No further escalation is required at this time. Regarding delivery system ¿ difficulty crossing native annulus, although the occurrence rate exceeded the september 2018 complaint trending control limit for ¿difficulty crossing¿ with edwards commander delivery systems, no manufacturing non-conformances were identified. Additionally, a review of complaints and available information in complaint history review revealed that no product non-conformances or IFU/training manual deficiencies have been identified. As such, a product risk assessment (pra) escalation is not required. No manufacturing non-conformances or IFU/training manual deficiencies were identified in the investigations. The complaint for ¿balloon ¿ torn¿ was confirmed. Available information suggests that patient (tortuosity)/procedural (valve alignment in a non-straight section) factors contributed to the reported event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. The complaint for ¿delivery system ¿ difficulty crossing native annulus¿ was unable to be confirmed. Available information suggests patient factors (tortuosity) may have contributed to the reported event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate for the applicable trend category exceeded monthly control limits.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing

Event description:
As reported by the field clinical specialist (fcs), there was difficulty crossing the native aortic annulus. The patient had extreme tortuosity. There was difficulty getting the guidewire and temporary pacing lead across the native annulus as well. When the team was finally able to get the delivery system across the native aortic annulus and attempted to inflate the balloon, it would not inflate. The physician is convinced the tortuosity caused damage to the delivery system balloon, and indicated there was not a device malfunction. All devices were removed with no injury to the patient. A new 14fr sheath was placed, and a stiffer guidewire was used. A new delivery system was inserted, and the valve was successfully placed with no issue.